Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they experienced urinary retention prior to receiving the device and their retention had not worsened as a result of the device/therapy. Patient also reported that self-catheterization was their 'standard of care' prior to the device. *this event is no longer a reportable event. MDR decision updated to nor reportable .no additional supplemental mdrs are required unless additional information received makes the event reportable*

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was the patient said their implanting healthcare provider had left the area and they had to find a new healthcare provider, agent emailed patient physician listings. Patient mentioned they traveled an hour and a half to get to their current healthcare provider, but they could not see them until the end of july. Patient stated they called their manufacturing representative, but got a generic answering message. Agent reviewed pats and rep roles. Patient noted that the humidity has been high and that they have to self-catheterize 4 times a day, patient stated that they have been uncomfortable. The patient called back as requested by agent. Agent attempted to guide patient through bypassing the low ins battery screen and in order to make stimulation adjustments. Troubleshooting did not resolve the issue. Agent redirected to hcp, patient was unable to bypass the screen. Patient will follow up with hcp as soon as possible.